Manufacturer narrative:
Unknown if device caused or contributed to a serious injury. There is a small percentage of the population with a natural sensitivity to cyanoacrylate adhesive. This is indicated in the instructions for use (IFU).

Event description:
Dating between 23rd september to 29th december, patient presented with red, irritating rashes (pin prick type rash) around the breast wound. Wound healing but rash taken some time to subside. The technique involved was glue on the incision, mepilex border dressing as secondary dressing.